Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, during stent deployment, the introducer separated from the pull wire. The broken piece of the introducer was successfully removed from the patient using a rat tooth forceps. The procedure was not completed and was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for guide catheter break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, during stent deployment, the introducer separated from the pull wire. The broken piece of the introducer was successfully removed from the patient using a rat tooth forceps. The procedure was not completed and was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation found out that the guide catheter was detached, kink/bent at the proximal end. Push catheter was kinked at the distal end. Suture hole on the push catheter was slightly torn and suture hole on the stent was also torn while the suture was stuck at tear with the knot untied. The pull wire was retracted beyond its maximum extent and wedged in the push catheter. Stent was also kink at proximal end. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.